Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly discharged. The recipient has reportedly healed and is successfully wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. The recipient was diagnosed with a retroauricular abscess that requires debridement surgery. The recipient was reportedly prescribed medication (type unknown). A debridement surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed an antiphlogistic medication (type unknown). On (B)(6) 2025, the recipient underwent a debridement surgery. The recipient remains implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.